Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a hypoglycemia event of unknown cause, treated with rapid-acting carbohydrates, and the patient was physically or mentally unable to self-treat, with no loss of consciousness reported. Symptoms included insufficient information. Outcomes included insufficient information. Investigation included communication and interviews, along with analysis of information provided by the user or third party. Investigation of this case revealed no findings available, and there was insufficient information regarding a device problem or specific device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.